Event description:
This is the first of three reports (same patient, same product ID, different product problem, different catheters). This is in regards to the first vtun catheter used. Customer went through 3 vtun catheters during one insertion. The vtun catheter was difficult to insert. The second vtun catheter clotted easily. The user was concerned that the fenestrations were only on one side of the catheter and that was why it is clotting off easier. It was also thought that it could also be that the ventricles were bloody. The third vtun catheter was inserted easily and worked well but the catheter failed at day 3. The customer stated they were not sure if it was "user error" or a catheter issue. The physician assistant was the one inserting/placing the catheter with the neurosurgeon at the bedside. All three catheters were not saved to be evaluated. Additional information has been requested. Linked to mfg. Report numbers: 9612007-2016-00036 and 9612007-2016-00037.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The product was not returned for evaluation, no lot number nor serial number was obtained, no additional information was obtained: the complaint is unverifiable. Devices were manufactured by gms. No lot number nor serial number is available. The list of vtun lots shipped to the hospital was provided. These lots included a total of (B)(4) vtun, and DHR review did not detect any anomaly linked to the reported events. No complaint was received for a product from these lots. The review of integra complaint tracking database since 2013 revealed no similar complaints of difficulty of insertion with vtun. Approximately (B)(4)vtun have been sold since 2013. This single case does not constitute a trend. The exact root cause of the reported event could not be determined. As around (B)(4) vtun have been sold since 2013 and no similar complaint was received, no further investigation nor corrective action is deemed required.